Event description:
The reporter stated the surgeon implanted an aa4203tl toric optic silicone single piece lens in pt's right eye. Stated first day port-op, lens rotated 90 degrees out of position and would not remain with correct axis even after repositioning. Lens not big enough of this pt's capsular bag. Lens was explanted and repalced with a competitor's lens.

Manufacturer narrative:
(B)(4): method: lens work order search. Results: a lens work order search was performed and no similar complaint was found within the same work order. (B)(4).